Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds during post implant check. Furthermore, there was loss of lv capture and biventricular pacing. There was no asystole associated with this observation as the patient had a good underlying rhythm. The lv output was increased to 4.5 volts at 1.0 milliseconds. The physician planned to re-evaluate the patient in the near future. It was believed that this product exhibited microdislodgement. Additional information was received and at this time no lead revision procedure has been planned. The loss of capture was resolved when the lv outputs were increased. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The investigation is currently on-going. This report will be updated upon receipt of additional details.